Event description:
It was reported that the customer's insulin pump stopped working and alarmed "check settings." The helpline called the customer back the next day and the customer reported that the insulin pump did not prime properly. The insulin pump was reported to return to rewind mode rather than normal prime and pump function. The customer's blood glucose value was unknown. The customer would discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform prime test due to motor error alarms. Unit received with cracked case at display window corners, reservoir tube and reservoir tube window. Unit received with broken battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. No unexpected check setting alarms noted.